Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed therapy connector assembly was further evaluated in the failure analysis center. It was confirmed that the cause of the reported failure was due to a broken pin stuck in socket 8 of the connector. This would prohibit a connection of any other therapy cable or hard paddles assemblies.

Event description:
The customer reported that the hard paddles assembly would not stay connected to their device. After an initial examination of the device, it was observed that there was a broken pin stuck inside the therapy connector assembly. There was no patient use associated with the reported failure.